Manufacturer narrative:
(B)(4). Other device used: catalog #00875201032, continuum, trilogy, allofit it poly liner, lot #62891627. This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the locking mechanism did not lock the liner into the cup making it fit loosely. An alternate shell and liner were used. Due to the additional impaction when trying to get the first liner to sit properly, the patient suffered a pelvic fracture.

Manufacturer narrative:
The trilogy it hatcp, cluster shell and the hxpe liner, elevated, ii 32 were returned for review. The dimensions were found conforming to print specifications where measured. There are no notable damages on the shell and the liner. A functionality check was done using the returned devices and it was confirmed that the devices mated, with the liner seated flush with the shell and locked into place. Review of the device history records did not find any deviations or anomalies. Devices were 100% inspected and accepted by certified operator on a coordinate measuring machine (cmm), at the time of manufacture. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Product history search revealed no additional complaints against the related part and lot combinations. The reported issue was not reproduced and the devices mated as intended.

Manufacturer narrative:
This report is being amended to reflect changes in sections. This report will be amended when our investigation is complete.